Event description:
The 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured by the event. The customer reported that ventilator's memory displayed an error code that indicates the unit entered into a vent inop condition. The customer's biomed replaced the psol an tested the device. The device passed all its acceptance tests.